Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. The patient was kneed in their battery site on the (B)(6). Since then they have not felt stimulation where they previously did. The rep ran impedances which were all within normal limits. The rep reprogrammed the patient and created a new group where the patient was feeling stimulation in both legs to their ankles. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.